Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: two needles were received and evaluated visually. The needles cannot be distinguished as the batch/ lot number is not printed on the device. Visual observations revealed one needle has first implant which is in released position but attached to the suture and second implant is still at the distal end of the silicon sleeve. Visual inspection on the the second needle reveals that the needle is missing both implants but received suture. The complaint is confirmed. No structural anomalies were observed on the needles or the implants. This failure mode results when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger). Another possible root cause could be the deployment rod (grey trigger) is bent upwards, it can deploy both implants at the same time. Since the gun is discarded, we cannot discern any definite root cause at this point of time. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.

Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during a meniscus repair surgery, it was observed that two plates were deployed when the omnispan meniscal repair 27deg device was fired. It was further reported that another omnispan meniscal repair 27deg device was used but the same issue occurred. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.